Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. The buttons are not responding. Blood glucose reading at the time was 67 mg/dl. Advised that the insulin pump will replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, cracks on the battery tube threads and cracks on the reservoir tube lip.